Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed wbc count for a (B)(6) boy, newly diagnosed with acute leukemia on the cell-dyn sapphire analyzer. The following data was provided: wbc initial 42.5 k/ul, 90.4 k/ul (matches clinical picture) next day (after treatment began) initial 22.9 k/ul, repeat 8.78 k/ul, 46.1, 50 k/ul (manual count is estimated to be 30-40). There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.